Event description:
It was reported that an ao60g intraocular lens was inserted into the pt's eye using a viscoject 1.8 delivery device, and was then removed intraoperatively as the surgeon suspected a capsular tear. No lens was implanted. Add'l info has been requested but has not been received. Please reference MDR# 1119279-2012-00012 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but was not returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.